Event description:
It was reported that his implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead pacing impedances have been gradually increasing, and the value recently reached high out of range values. The clinician planned to continue to monitor at this time. No adverse patient effects were reported.